Event description:
The event happened during the procedure. The physician reported that the green system ready light of the deltaplush (cpl100152-30/c13252) did not illuminate when the deltaplush was connected to an unspecified cable before attempting the detachment. Type of the detachment control box and the cable used with the product were not provided. Then, the deltaplush was safely removed from the patient and was replaced for a new one (cpl100152-30, lot unknown). And then, the green system ready light illuminated and he was able to detach it using the same cable and detachment control box with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of internal carotid artery aneurysm that was not calcified but the level of tortuosity was unknown.

Manufacturer narrative:
The event happened during coil embolisation of an internal carotid artery aneurysm that was not calcified; the level of vessel tortuosity is unknown. The physician reported that the green system ready light of the deltaplush (cpl100152-30/c13252) did not illuminate when the deltaplush was connected to an unspecified cable before attempting the detachment. Type of the detachment control box and the cable used with the product were not provided. The deltaplush was safely removed from the patient and was replaced for a new one (cpl100152-30, lot unknown). And then, the green system ready light illuminated and he was able to detach it using the same cable and detachment control box with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defects (kink, bend. Etc) were noted on the product by visual inspection. Also no damage was reported to the device after the event. A pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). No additional information is available. The complaint product is unavailable for evaluation. Without the return of the device, the complaint cannot be confirmed and a root cause of the reported failure cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time. Concomitant medical products and therapy dates: cable (details unknown); detachment control box (details unknown); new coil (cpl100152-30, lot unknown); microcatheter (brand name and type unknown).